Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204/connect belt) was confirmed. Upon eval, the trunk cable was damaged and the orange (+5v) wire and black pulse wire were open in the trunk cable connector. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the damage to the trunk cable and wires. The root cause of the damage cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report code 204 and connect belt messages. The pt was issued a replacement electrode belt.